Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2013-11648, reference MFR. Report#: 1627487-2013-11649. The pt had two 3166 leads (from the same lot/for off label use), two 3156 leads (from the same lot/for off label use), and two extensions (from the same lot). It was reported one of the pt's leads was explanted on (B)(6) 2013 due to an alleged spider bite that was present. In turn, the site was irrigated. The alleged spider bit was later confirmed to be (B)(6). As a result, the pt's extensions and remaining leads were explanted on (B)(6) 2013. The infection is being treated with antibiotics. The explant date for the leads will be listed as unknown because it is unknown which model lead (s) were explanted on (B)(6) 2013.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.